Event description:
It was reported that during an unspecified procedure, the balloon was shredded. During removal of the 15x2.5mm maverick2 monorail balloon catheter, the balloon was "shredded". Add'l info about the event has been requested.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the device had been disposed.